Event description:
The device was returned to the service center with a report from the customer contact that the device under delivered. No additional information was provided. During verification testing at the service center, the device failed to detect a distal occlusion.

Manufacturer narrative:
The device mechanism was received for testing. During testing, the device did not detect a distal occlusion due to the device distal pressure sensor pin was broken. The customer complaint of under delivery was not confirmed. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.